Manufacturer narrative:
Product analysis: the pacific plus pta catheter was received with sanguine residue on its exterior and within catheter. The catheter was received without the balloon chamber attached at its distal end. The balloon chamber and the catheter distal assembly were received in a specimen jar. The inner guide wire lumen and balloon chamber were received in the specimen jar accordion folded. Approximately 50mm of the 120mm length balloon were received. Not all the balloon material is accounted for. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion exhibited 90% stenosis. A non-medtronic 5x120mm stent was deployed prior to use of the pacific plus pta which burst below rbp at 10atm. The patient has since been transferred to another facility due to blood haematology spike. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a pacific plus pta balloon to treat a severely calcified, slightly tortuous lesion in the mid distal left superficial femoral artery(sfa). The artery diameter and lesion length were reported to be 5mm & 120mm, respectively. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. A 6fr sheath and a non-medtronic guidewire were used with no embolic protection. The device was inflated with an inflation device. The device did pass through a previously deployed stent but no resistance was encountered nor excessive force used on advancing the device to the target lesion. The pacific plus pta balloon is reported to have ruptured on post dilation of the stent. Removal difficulties were reported following the balloon inflation. The balloon was removed via a cut down on the pta. The patient was transferred to recovery and is reported to be doing well. A CT scan is planned for the patient.